Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown synthes titanium elastic nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for titanium elastic nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chen, l. Et al. (2018) a retrospective comparison of minimally invasive percutaneous plate osteosynthesis (mippo) and minimally invasive percutaneous titanium elastic nail osteosynthesis (mipteno) for midshaft clavicle fracture. Int j clin exp med. Volume 11, no. 2, pages 870-876. February 28, 2018. ((B)(6)). This prospective study aims to compare minimally invasive percutaneous plate osteosynthesis (mippo) and minimally invasive percutaneous titanium elastic nail osteosynthesis (mipteno) of the treatment of midshaft clavicle fracture in adults between january 2007 and october 2013. 54 patients were included in the study, of which 27 (16 male, 11 female, mean age of 37.8±10.6 years) belong to the mippo group, and 27 (15 male, 12 female, mean age of 39.1±11.4 years) belong to the mipteno group. An unknown synthes locking compression plate with two or three locking screws was used in the mippo group and an unknown 2.0 or 3.0mm synthes titanium elastic nail was used in the mipteno group. Five patients (two mipteno and three mippo) were lost to follow-up. All patients were followed up for a mean of 15 months (range 12-24 months). The complications in the mippo group included two cases of dysesthesia and two cases of painful local irritation. The complications in the mipteno group included one case of infection and four cases of painful local irritation. Telescoping was observed in the mipteno group, in two patients with comminuted fractures and one patient with a wedge-type fracture. All patients with telescoping suffered from painful prominence of the medial protruding nail. Implant failure was observed in one patient. This report is for an unknown synthes titanium elastic nail. This is report 4 of 4 for (B)(4). A copy of the literature article is being submitted with this medwatch.